Manufacturer narrative:
An internal complaint was initiated following a scientific publication entitled, "laboratory identification of candida auris," which included the potential misidentification of candida auris strains as candida haemulonii with the vitek® 2. Lab reports or isolates were not submitted. Lot numbers for this product from the article are not available. An investigation was performed. An isolate was not tested with vitek® 2 yst (UDI 03573026131937), as candida auris is not a claimed species for the yst knowledge base in software version 07.01. It was added as a claimed species in software version 08.01. No duplicate testing or alternate method of identification testing was performed. The instructions for use states testing of unclaimed species may result in an unidentified result or a misidentification. Newly described or rare species may not be included in the yst database. Selected species will be added as strains become available.

Event description:
On (B)(6) 2017, an internal complaint was initiated following a scientific publication entitled, "laboratory identification of candida auris," on potential misidentification of c. Auris strains. The article indicates c. Auris strains were misidentified as c. Haemulonii by vitek 2. As this internal complaint is related to a scientific publication, to date, there is no evidence of a performance issue and there is no patient outcomes. Based on the information provided there is no evidence of any impact on a patient or adverse even occurring, or whether there was a delay in treatment based on this event. An internal biomérieux investigation will be initiated.